Event description:
Sales representative reported "capsular contracture baker grade unknown". This record is for the right side. Device status is unknown.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Record has been determined to be a costumer service inquiry and not a product quality complaint. Therefore this record will be closed as no device record. Un-reporting.